Event description:
Edwards received information that this patient experienced three arrhythmia events soon after the implantation of a 23mm valve. As reported, a left bundle branch block and a 1st degree avb occurred on pod # 0. On pod # 5 patient's ECG showed junctional rhythm with episodes of sinus rhythm, alternation between left bundle branch block and right bundle branch block and 1st degree avb. The patient received a permanent pacemaker on pod # 7. The outcome is noted as being resolved. The device remains implanted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Atrioventricular conduction disturbances after tavr and avr are associated with many patient-related and procedural-related factors. The mechanism of the development of heart block after tavr and surgical avr are well documented and described in literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6% will develop post operative heart block, potentially requiring a permanent pacemaker. A manufacturing related issue was not identified. A definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient experienced two arrhythmia events soon after the implantation of an edwards valve. As reported, a left bundle branch block and a 1st degree avb occurred on pod # 0. The patient received a permanent pacemaker on pod# 7. The outcome is noted as being resolved. The device remains implanted.

Manufacturer narrative:
Corrected data: correction on date received by MFR from initial submission report, change from 03/24/2017 to 03/30/2017.